Event description:
The pt's PICC line would not flush appropriately so the line was to be pulled. The PICC had been placed seventeen (17) days earlier. As the nurse was removing the dressing from the PICC line insertion site, the very tip of the line fell off onto the sterile field. The nurse was able to grab the line while holding the patient's leg down. The top of the PICC line again snapped quickly as the nurse applied pressure to pull out the line. Resistance was met and a small red nodule was noted at the pt's right groin area. The patient was transferred to another facility for removal of the remainder of the PICC line.

Manufacturer narrative:
A sample has not been received as of the date of this report. If a sample is received in the future, add'l info will be provided in a supplemental report. Without a sample, a root cause cannot be determined. The device history record (DHR) has been reviewed and there were no reject activity findings relevant to this reported complaint for lot number (1038745) and the catheter sub-lot numbers associated with this incident. A review of the complaint description was compared to the instructions for use (IFU). Concluding that the catheter may have been secured improperly e.g. Tape placed on the catheter tubing or tubing exposed to alcohol solution. Either could result in tubing failure (breakage). The IFU cautions "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing."